Event description:
Pt spontaneously reports, one of their ms3 pump (battery died and asking for code) (B)(4). Pt has one working pump. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6).